Manufacturer narrative:
Received patient information from customer: (B)(4). A2 - 72 years. A3 - male. A4 - 265 pounds. Patient was being monitored. Patient survived, no adverse effects to the patient due to the reported issue.

Event description:
The customer contacted physio-control to report that their device would not display ECG when connected to a patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not display ECG when connected to a patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.